Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent throughout its length. The embolization coil was detached from the pusher assembly due to a fractured stretch resistant (sr) wire and the proximal constraint sphere was present in the distal detachment tip (ddt). The introducer sheath and embolization coil were not returned for evaluation. Conclusions: evaluation of the first ruby coil revealed that the embolization coil was detached from the pusher assembly due to a fractured sr wire. This type of damage typically occurs due a forceful withdrawal of the ruby coil against resistance. Evaluation of the second ruby coil also revealed that the sr wire was fractured. This coil likely encountered resistance when it was advanced through a microcatheter that was already blocked with an embolization coil. If force is used in an attempt to advance or withdraw the coil against resistance like this, it is likely that the sr wire will fracture. Further evaluation of both devices revealed the pusher assemblies were damaged. This damage was likely incidental and may have occurred during packaging for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00098.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was retracting a ruby coil back into another manufacturer's microcatheter, it unintentionally detached in the microcatheter; however, the physician did not notice that the ruby coil unintentionally detached. While advancing a new ruby coil through the microcatheter, it became jammed behind the previous ruby coil. The physician then clamped the diagnostic catheter and removed both ruby coils, the microcatheter and the diagnostic catheter from the patient. The procedure was successfully completed using a new diagnostic catheter, a new microcatheter and two new ruby coils. There was no report of an adverse effect to the patient.